Manufacturer narrative:
The boston scientific sales representative stated the patient has always had a shocking impedance measurement around 125 ohms and a reading of 126 ohms triggered the red alert. The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an out of range shock impedance measurement was detected by this patient's remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. An x-ray confirmed an intact plasma fuse. High power visual inspection of the header and lead barrels identified a hole in the lv seal plug. Next, the pacing, and sensing functions of the device were verified to be operating normally. Device evaluation did not confirm the reported clinical observations. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that a red alert had been generated for this system due to a shocking impedance measurement of 126 ohms. The patient was being monitored and another out of range measurement was identified three years after the initial alert. A review of the device data noted noise on the right ventricular (rv) channel which coincided with pacemaker mediated tachycardia (pmt) episodes due to supra ventricular tachycardia (svt). A boston scientific technical services consultant instructed the caller to find out if a procedure occurred on the date of the stored episodes. Two months later, a shock impedance measurement greater than 150 ohms was noted. Additionally, a code 1005 was reported. The system was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.